Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D6b has been updated.

Manufacturer narrative:
Updated information: b5 patient outcome updated.

Event description:
Additional information stated that the patient was successfully weaned and explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 73-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was hematuria in the foley catheter. Good position verified under echocardiogram. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.3l/min as intended with d5w sodium bicarbonate in the purge solution. The physician attributed the hematuria to traumatic foley insertion.